Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the infusion set was leaking at the top of septum on (B)(6) 2026 which led to hyperglycemia. The blood glucose level was 450mg/dl at the time of event and the patient got treated with manual injection. The patient reported symptoms like related to their high blood glucose were nausea and headache.